Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, the customer went to the hospital and was admitted to the intensive care unit with a blood glucose level of 500 mg/dl. Reportedly, customer fainted and damaged their eye vessels. Reportedly, customer attempted to self-treat via bolus via the pump, however, was treated via manual dose injections at the hospital. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.